Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. The device was tested on the bench and intermittent inductive telemetry was observed. It is believed the cause of the field event was due to an anomalous connection on the hybrid.

Event description:
It was reported that the device was explanted and replaced due to inability to be interrogated. The patient condition was stable following the event.